Manufacturer narrative:
The report event of pc message: "MRI is not advised¿ cannot be confirmed or not confirmed due to the product analysis alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: 5492150.

Event description:
It was reported, the patient was experiencing ineffective therapy and unable to set their ipg to MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted to address the issue. It is undetermined which lead the allegation is against.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.